Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly, the knee was unstable component dislocated.

Manufacturer narrative:
Conclusion: product did not contribute to event.